Event description:
It was reported that merlin.net transmission revealed, multiple episodes of inappropriate auto mode switch episodes due to noise on the right atrial lead. The physician decided to take no actions. The patients condition was good. The lead remained implanted and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.